Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 07/23/2019. A manufacturing record evaluation was performed for the finished device ak8607 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. When tying a knot, the suture snapped when suturing at the mucosa area. The procedure was completed successfully. There were no patient consequences reported.